Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the set screw of the right atrial (ra) lead would not fix into the pin of the implantable pulse generator (ipg). The ipg was attempted not used and replaced. No patient complications have been reported as a result of this event.